Manufacturer narrative:
As reported, the .018 4x2 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was inflated. However, it ruptured during its second inflation at approximately 12 atmospheres (atm). Therefore, the device was replaced with a new non-cordis balloon catheter and the procedure was continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device. There was no difficulty removing the product from the hoop, protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. An unknown guidewire crossed the lesion. A non-cordis indeflator was used and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, nor while inserting the balloon through the guide catheter. There was no unusual force used at any time during the procedure. The product was not returned for analysis as it was discarded at the hospital. A product history record (phr) review of lot 82183043 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. There is no additional information regarding patient or lesion characteristics regarding this event. With the paucity of information available and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. However, vessel characteristics and procedural factors may have contributed to the reported event as it was stated this was a vaivt case. According to the instructions for use, which are not intended to mitigate risk, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the .018 4x2 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was inflated. However, it ruptured during its second inflation at approximately 12 atmospheres (atm). Therefore, the device was replaced with a new non-cordis balloon catheter and the procedure was continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device. There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ration was 1:1. An unknown guidewire crossed the lesion. A non cordis indeflator was used and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, nor while inserting the balloon through the guide catheter. There was no unusual force used at any time during the procedure. The device will not be returned for analysis because it was discarded.

Manufacturer narrative:
As reported, the .018 4x2 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was inflated. However, it ruptured during its second inflation at approximately 12 atmospheres (atm). Therefore, the device was replaced with a new non-cordis balloon catheter and the procedure was continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device. There was no difficulty removing the product from the hoop, protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. An unknown guidewire crossed the lesion. A non-cordis indeflator was used and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, nor while inserting the balloon through the guide catheter. There was no unusual force used at any time during the procedure. The product was returned for analysis. One non-sterile unit of slalom pta .018 hp 40 4x2 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have not been previously inflated. The protective balloon cover was observed still placed over the balloon. No other anomalies were observed. Per functional analysis, balloon inflation test was performed. The balloon was inflated successfully at 14 atm (device¿s rated burst pressure) with the inflator device. Neither a leakage nor a burst was observed on the balloon of the device. A product history record (phr) review of lot 82183043 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed during device analysis. The exact cause could not be determined. It is likely procedural factors and handling of the device, contributed to the event reported by the customer. Per functional analysis, the balloon was inflated to rbp of 14atm with no burst or leaks noted. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. It was also noted that the protective balloon cover was still placed over the balloon and appears to have not been used or inflated. According to the instructions for use, which are not intended to mitigate risk, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.